Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the on multiple occasions, the customer's pump screen has become unlocked and the customer would find it on a "random screen". On occasion, the customer has worn the pump against the skin. The customer could not recall what the random screen was or if the screen was locked when the pump was put away. The customer's blood glucose level was not impacted. The customer did not have a computer and the pump data was unable to be uploaded for review. As the event was not occurring at the time of the report, tandem technical support was unable to troubleshoot.